Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 382 mg/dl and perceived that the ilet¿s correction was too slow, leading them to administer a subcutaneous insulin pen injection while still connected to the pump. Symptoms included high blood glucose. Outcomes included no reported injury and return to in-range glucose during the call. Investigation included troubleshooting and education with emphasis on risks of concurrent manual insulin dosing while on pump therapy. Investigation of this case revealed the cause of the hyperglycemia to be unclear. It was concluded that the event was user-related behavior with the potential for stacking insulin, and education was provided to avoid manual injections while connected to the pump and to disconnect or pause if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.